Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2021. During the procedure, when the stent was initially deployed, it was found that the guide catheter approximately 4 inches long came became detached from the guidewire. It was reported that extra supplies were needed to remove the detached piece from the patient. The procedure was successfully completed with the original flexima rx biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.